Event description:
Additionally, healthcare professional reported patient was ¿feeling lumps¿.the device remain implanted.

Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device remain implanted. Patient was underage at the time of implant surgery.

Event description:
Healthcare professional reported left side rupture. The device remain implanted. Patient was underage at the time of implant surgery.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, g1, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side rupture, visibility/palpability, and .ulump. Healthcare professional later reported periprosthetic fluid, silicone induced granulomas, axillary silicone lymph node noted and double capsule. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe since it is not related to the device. Use error: unable to observe since it is not related to the device. The event of seroma-late and lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late, lymphadenopathy and silicone migration.